Event description:
Related manufacturer reference number: 2017865-2023-02632. It was reported that the patient presented in clinic for follow-up. Upon review, the atrial lead exhibited over-sensed noise leading to inappropriate automatic mode switch and a sudden decrease in battery longevity was noted on the pacemaker. The atrial lead was capped and replaced on (B)(6) 2023. The pacemaker was explanted and replaced. The patient condition was stable.